Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the system had a non-recoverable fault. Technical support engineer (tse) reviewed the logs and confirmed the issue. Staff tried to power cycle the system but the issue remained. Tse walked caller through a hard power cycle of the tower but the issue remained. Tse advised staff could bring in the tower from the other system to complete the case. Caller was in the process of snagging the other tower but the surgeons decided to convert to lap to finish the case and call ended. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the tower would not allow to continue procedure, case was almost completed. Site used the robotic ports and stryker endoscope to complete case. The patient yes tolerated the change from robotic to laparscopic with no injury reported. The system functionality was checked upon powering on the system and all checks passed prior to start of the surgery. The system did power on with errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the vision side cart (vsc) isi core. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.